Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 09/08/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported by the customer that the saline bag connected to the ivtm (intra-vascular temperature management) device emptied within one hour of therapy start. The customer replaced the quattro catheter and therapy was continued on a post cardiac arrest patient. Follow up information revealed that the doctor who inserted the catheters stated 'insertion was not difficult'. The patient's family chose to withdraw care as the neurological status was poor. The patient later died due to cardiac arrest. Death is unrelated to the ivtm therapy.

Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. Functional testing: the returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the proximal balloon immediately after pressurizing the catheter. Following the test, all balloons deflated successfully without any issues. Device history record was reviewed for balloon bonding lot no. 61742 found no nonconformities with the lot. Evaluation of the returned devices confirmed the customer reported issue as a quattro catheter pinhole leak at the proximal balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that passed are moved to the next process.